Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/perforation (uterus)/ the left sided one is protruding with in the endometrial cavity.') And device dislocation ('right coil was out of place.') In a 40-year-old female patient who had essure (ess205) (batch no. 621675) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included obesity, hypertension, lumbar disc disease, arthritis, clotting disorder, pulmonary embolism, chest pain, shortness of breath, urinary frequency, itching, leiomyoma nos and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) to (B)(6) for birth control as well as hydrochlorothiazide (hctz) since (B)(6) , metoprolol since (B)(6) , norethisterone acetate (norethindrone acetate) from (B)(6) to (B)(6) , oxycodone hydrochloride;paracetamol (percocet), rivaroxaban (xarelto) since (B)(6) and rosuvastatin calcium (crestor) from (B)(6) to (B)(6) . On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), suprapubic pain ("suprapubic pain"), post procedural infection ("possible infection") and procedural haemorrhage ("bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation, urinary tract disorder, bladder disorder, nausea, fatigue, weight increased, pelvic pain, suprapubic pain, post procedural infection and procedural haemorrhage outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, post procedural infection, procedural haemorrhage, suprapubic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 290 lbs. Discrepancy noted - chronic pelvic pain since placement of essure coils in tubes (B)(6). (As reported). Essure placement in (B)(6) 2007. (B)(6) 2007 (as per pfs) (as reported). Discrepancy noted in lab data - essure confirmation test not done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Ultrasound pelvis - on an unknown date: normal uterus with metallic coils within the fundal portion of the endometrial cavity. Ultrasound scan vagina - on (B)(6) 2009: there are essure device in place. The one in the right fallopian tube appears normal in position. The left sided one is protruding with in the endometrial cavity. Concerning the injuries reported in this case, the following one/ones were reported via medical recorded: device dislocation. Lot number: 621675; manufacture date: 2006-10; expiration date: 2008-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/perforation (uterus)/ the left sided one is protruding with in the endometrial cavity.') And device dislocation ('right coil was out of place.') In a (B)(6) female patient who had essure (ess205) (batch no. 621675) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included obesity, hypertension, lumbar disc disease, arthritis, clotting disorder, pulmonary embolism, chest pain, shortness of breath, urinary frequency, itching, leiomyoma nos and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera) from 2002 to 2007 for birth control as well as hydrochlorothiazide (hctz) since 2011, metoprolol since 2011, norethisterone acetate (norethindrone acetate) from 2002 to 2007, oxycodone hydrochloride;paracetamol (percocet), rivaroxaban (xarelto) since 2011 and rosuvastatin calcium (crestor) from 2002 to 2006. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), suprapubic pain ("suprapubic pain"), post procedural infection ("possible infection") and procedural haemorrhage ("bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation, urinary tract disorder, bladder disorder, nausea, fatigue, weight increased, pelvic pain, suprapubic pain, post procedural infection and procedural haemorrhage outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, post procedural infection, procedural haemorrhage, suprapubic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). Discrepancy noted - chronic pelvic pain since placement of essure coils in tubes 2006. (As reported). Essure placement in (B)(6) 2007. (B)(6) 2007 (as per pfs) (as reported). Discrepancy noted in lab data - essure confirmation test not done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound pelvis - on an unknown date: normal uterus with metallic coils within the fundal portion of the endometrial cavity. Ultrasound scan vagina - on (B)(6) 2009: there are essure device in place. The one in the right fallopian tube appears normal in position. The left sided one is protruding with in the endometrial cavity. Concerning the injuries reported in this case, the following one/ones were reported via medical recored: device dislocation. Most recent follow-up information incorporated above includes: on 19-sep-2019: plaintiff fact sheet: case becomes incident. Previously reported event ¿injury to herself¿ replaced by new specific events: migration of essure device location of device: uterus/perforation (uterus)/ the left sided one is protruding with in the endometrial cavity, right coil was out of place, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, abdominal pain, pelvic pain, suprapubic pain, possible infection and bleeding. Essure lot number were added. Indication, essure removal date were added. Patient date of birth, height and weight were added. New reporter were added. Medical history, lab data and concomitant drug were added. Essure confirmation test not done. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.